Manufacturer narrative:
Method: a suspect device was received for analysis. A visual inspection, flow rate accuracy test, and pressure pot test, were performed. A review of the device history record (DHR) and instructions for use (IFU) review was conducted for the reported model and lot number. Results: a visual inspection found that the device was returned full. The full pump was contradictory to the reported condition of a fast flow. Attempts were made to obtain clarification from the reporter regarding the reported incident and the pump received. Based on the information received, at this time it is unclear if the device provided to halyard is the actual suspect device for this reported incident. It was reported that there was a mix up on the customers end. However, it was reported that this is the only device that will be returning for analysis. Therefore, halyard proceeded with the investigation and analysis of the device. Infusion verification was performed on all the flow rates and infusion was confirmed. The tubing was cut 2 inches distal to the blue connector to drain the medication. The tubing was bonded back. The pump was refilled with 0.9% of saline to the nominal value of 400 ml. The patient controlled analgesia (pca) inlet tubing was pinched off and the flow accuracy test was performed with the select-a-flow (saf) set to 6 ml/hr. The pump yielded a flow rate of 5.17 ml/hr, which is within specifications with a +/- 20% tolerance. The pressure pot test was performed on the flow control tubing saf unit on flow rates 2 ml/hr, 4 ml/hr, 8ml/hr and 14 ml/hr. The saf was detached from the pump and connected to a pressure gauge. The flow rate 2 ml/hr yielded a flow rate of 1.60 ml/hr, which is within specifications with a +/- 20% tolerance. Flow rate 4 ml/hr yielded a flow rate of 3.83 ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 8 ml/hr yielded a flow rate of 7.26 ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 14 ml/hr yielded a flow rate of 12.89 ml/hr which is within specifications with a +/- 20% tolerance. Bolus button testing was performed. The bolus was detached from the pump and the tubing was bonded back together. The bolus unit was attached to the pressure gauge. The bolus button safety test results yielded an average delivery amount of 2.24 g; the average is within specifications. The bolus volume test results yielded an average delivery amount of 4.93 g; all results are within specifications. The DHR review indicated that the lot met the manufacturing specifications prior to release. Conclusions: multiple attempts were made to obtain clarification of the reported incident and the device received for analysis. At this time it is unclear as to why a full pump was received and it is also unknown if the device received is the suspect device used for the reported condition. At this time the assignable cause for the reported condition of fast flow is unknown. Further attempts regarding clarification are being conducted, if additional information pertinent to this complaint is received, halyard will submit a follow-up report. The investigation summary concludes that during the flow accuracy test, the pump yielded a flow rate that was within specifications with a +/- 20% tolerance. During pressure pot testing for the flow control tubing (saf), the saf met specifications using the average bladder pressure. During pca safety bolus test and bolus volume testing, results met specifications using the average bladder pressure. The DHR review indicated that the lot met the manufacturing specifications prior to release. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 400 ml. Flow rate: 6 ml/hr. Procedure: unknown - anp. Cathplace: unknown - anp. An international distributor reported an incident of fast flow with no reported patient consequence. The incident was reported as "fast flow-twice as fast and too short, 18 hours. The bolus button was pushed 4 times." It was further reported that the "incident occurred at patient's home (not at hospital); patient medication was too fast, therefore not efficient. Patient noticed empty pump and went to hospital to show pump. According to feedback of hospital, patient was ok and is doing fine."